Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
According to a literature article and information gathered, in (B)(6) 2012, following a percutaneous coronary intervention, a right common femoral artery puncture was closed with an 8f angio-seal vip and the patient was discharged. Two days post-deployment, the patient experienced pain and numbness of the right calf. Eight days later an ultrasound revealed an echogenic density in the right popliteal artery. Right lower extremity angiography was performed via the left femoral artery, and a total occlusion of the distal popliteal artery was detected. A right common femoral artery cut down was performed. Using 4 fr fogarty balloon catheter and an 0.018 terumo wire, the embolus was successfully removed through the femoral artery incision site. Allegedly, the specimen consisted of the angio-seal sponge with anchor, and acute thrombus. After a 12 month follow up, the patient was pain free, and his post-interventional course was uneventful. Hong d, et al, "fluoroscopic guide fogarty embolectomy for an angio-seal embolism in the popliteal artery," (B)(4) journal of radiology, 2013 jul-aug; 14(4): 636-639.